Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective shipping cap separated from a minicap transfer set. This event was observed before use with no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A loose blue pull cap in an un-opened pouch was observed during visual inspection. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.